Manufacturer narrative:
The suspected lot# r19h28086 was manufactured on august 29, 2019. The suspected lot# r19f21036 was manufactured on june 22, 2019. The suspected lot# r19e24032 was manufactured on may 25, 2019. The suspected lot# r19e22101 was manufactured on may 23, 2019. The suspected lot# r19c23054 was manufactured on march 25, 2019. The suspected lot# r18j29041 was manufactured on october 30, 2018. The suspected lot# r19k20062 was manufactured on november 11, 2019 ¿ november 12, 2019. The suspected lot# r18c17107 was manufactured on march 19, 2018. The actual sample was received for evaluation contaminated with blood. Visual inspection using the naked eye observed that the tubing was separated from the male luer that was not returned. Additional inspection observed an excess solvent being applied in the tubing. Due to the nature of the returned sample no additional testing could be performed. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted on all suspected lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspect lot was one of the following the customer had in stock: r19h28086, r19f21036, r19e24032, r19e22101, r19c23054, r18j29041, r19k20062, and r18c17107. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set was found to be broken at the distal tip by the y-connection. It was further specified the tubing was found detached and unspecified fluid was running through the line. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.